Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr could not duplicate the reported issue. The unit has passed all test, calibrations and is working to manufacturer specifications.

Event description:
The customer reported while using the avea ventilator, it is alarming circuit occlusion. The customer stated that the reported issue occurred during patient use. It is currently unknown if there was any patient harm or injury.